Manufacturer narrative:
The cause of the reported issue is yet to be identified. The investigation is still ongoing regarding the reported incident, a final report will be submitted upon completion of the investigation.

Event description:
The customer reported that incorrect reports were auto attaching to the wrong patient file. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).